Event description:
Philips received a complaint on the mrx indicating that the device failed the co2 inlet leakage test. There was no patient involvement. The device was sent back to the bench for repair. The following functional tests were performed: the engineer followed the troubleshooting processes and flowcharts indicated in the service manual: executed the performance verification procedures indicated, so visual inspection (device, cables, supplies and accessories), all service mode tests (operational check, printer test, controls test, display test, fan test and usb test), functional checks (all parameters check, defibrillator measurement test, defibrillator test with ac and battery, defibrillator charge cancellation test, pacer test, synchronized cardioversion test and paddles safety check) and used previous field experience. Based on the information available and the testing conducted, the cause of the reported problem was a defective etco2 module. The device was operational after the etco2 module replacement was completed. The device successfully passed all required testing and was returned to the customer. The device remains at the customer's site. No further action is required at this time.